Event description:
Consumer's first attempt at molding the protector he stated he "failed miserably and I basically bit through the front of the protector. I bit too close to the front causing little pieces to peel off." Consumer didn't keep anything other than the instructions